Manufacturer narrative:
Product ID 3778, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type; recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that for the past 4 weeks, the patient's stimulation had been intermittent. The patient experienced stimulation shutting on and off in any position which did not correlate with movement, charge level of the implantable neurostimulator (ins) or with the environment. It was noted to happen everywhere and there was no known incident related to this. The reporter stated that the patient would feel stimulation turn on and off while sitting. Cycling had not been programmed and the patient had also been keeping the ins charged. The patient had two groups; one with adaptive stimulation and one without. However, stimulation was shutting on and off with both groups. It was noted that the patient's setting was around 3v. Impedance measurements were normal, with impedances in ranges of 700 to upper 900s and no out of range results. The reporter indicated that one lead was placed lower for front pelvic pain and the other lead was more midline. The patient felt stimulation in the thigh area, up the front and into the abdomen area on the right side. When stimulation stopped, it stopped in all of these areas. Additional information received 3 days later indicated that the patient wasn't reprogrammed because her coverage was good. It was believed that it may have been part of the healing process. The reporter indicated that the patient was going to wait it out for a few weeks and go from there if the problem persisted. If additional information becomes available, a follow-up report will be submitted.